Event description:
It was reported that the preloaded intraocular lens (iol) was damaged as it was inserted into patient's left eye. The lens was removed and replaced during the same procedure. There was no patient injury and no other intervention was required. The original lens has been discarded. No other information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation as it was discarded. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.